Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day after the implant procedure, the implantable cardiac monitor (icm) was unable to be interrogated. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis confirmed crystal errors causing telemetry delays. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.